Manufacturer narrative:
MFR received date: 06 sep 2019. The customer replaced the gas delivery system (gds) and the issue was resolved. The gds was returned for failure investigation (fi). A visual inspection revealed no signs of damage or contamination. Further testing determined that the unit failed due to a defective component (u1) caused the air flow and oxygen accuracy test failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019.

Event description:
It was reported that the unit had a flow sensor failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.